Event description:
It was reported the ventricular lead was programmed off due to high impedances and oversensing. Additional information provided by the clinic indicated there was noise on the ventricular lead since it's reprogramming. The impedances are chronically unstable. Immediate lead replacement was recommended. No patient complications were reported as a result of this event.

Event description:
It was reported the ventricular lead was programmed off due to high impedances and oversensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the ventricular lead was programmed off due to high impedances and oversensing. Additional information provided by the clinic indicated there was noise on the ventricular lead since it's reprogramming. The impedances are chronically unstable. Immediate lead replacement was recommended. No patient complications were reported as a result of this event. Additional information was provided by the patient's wife. The patient's wife alleged the lead was replaced due to a "lower lead fracture" near the patient's clavicle. It was further alleged that the lead fracture was "sending false signals to the [device]."